Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
Unexpected return- (B)(4). Npi not confirmed. Unit received unexpectedly. Air express label found. Unable to confirm tracking number. Please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer. (B)(4). Replaced two new drive modules on channel a and c. (B)(4).

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(6).